Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Insulin pump was exposed to moisture. Customer reports there is fluid under the lcd display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with corrosion on electronic board stack, moisture damage on motor assembly and moisture damage on force sensor resistor.